Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Cap excessive use/abuse (contact). Head debris. Bur bearing debris.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.